Event description:
It was reported that the patient experienced hyperglycemia with a glucose reading of 390 shortly after starting the ilet system, and education was provided on proper initiation of the freestyle libre 3 plus by starting it on the ilet and scanning with the ilet mobile app. Customer care provided support that included troubleshooting and user education regarding sensor start-up sequence and device use. Investigation of this case revealed no device malfunction and suggested user setup and onboarding factors as the likely contributors to the initial hyperglycemia. Symptoms included fatigue associated with high glucose. Outcomes included no injury, no hospitalization, and subsequent improvement in glucose levels, with reports of postprandial blood glucose values under 150 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.